Manufacturer narrative:
The delivery device was returned to b+l. Visual inspection found a partial split in the side of the tip. The tip is also bent. There is very little dried solution visible in the loading deck and none in the tip. Functional testing cannot be performed due to the damage. The lot number was not provided; therefore a DHR review could not be performed. Based on the current information, the root cause of the event could not be conclusively determined. However, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
The delivery device was not returned to b+l for evaluation. The lot number was not provided; therefore a DHR review could not be performed. Based on the current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the delivery device cracked while loading the lens. The crack was on the side of the delivery device and the lens was protruding out of it. This occurred during preparation for use without patient contact.